Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable unit could not be determined. It is possible that the cable unit failed because water entered from the damaged cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The image was intermittent and had horizontal lines present due to a faulty cable unit. Additionally, the cap unit was found deformed. The coupler was found rusted, and the coupler¿s spring was broken. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus camera head was producing a poor-quality image during routine maintenance. According to the initial reporter, there were horizontal lines present in the image and the overall image was flickering. There was no patient involvement during this event.